Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Air injected into patient. On (B)(6) 2013 customer stated via phone, a (B)(6) female patient was injected with 1-2 ml of air during a cta of the neck CT scan. The IV was a 20 gauge angiocath in the antecub. The injector did not show any errors. The patient remained asymptomatic, but the air was visualized in the pulmonary artery. No reported injury.